Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. It is unclear whether the device was being used on or off the network. .there was no patient injury or harm. The device is considered as in use when the issue was found.